Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-05, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain. Since approximately (B)(6) 2015, the patient had been treated with levaquin for an open area on his lumbar incision where his catheter was placed. The infection was identified at a post-operative visit. The patient had subsequent appointments to assess the open area. On (B)(6) 2016, the catheter was removed. The pump was kept at the request of the physician with no signs of infection present. The pump was placed on minimum rate and they were going to replace the catheter in two months. As of (B)(6) 2016, the event was not resolved. The patient's status was unable to obtain. If additional information becomes available, a follow-up report will be submitted.